Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years, 7 months due to structural valve deterioration with severe stenosis and moderate regurgitation. The explanted device was replaced with another edwards bioprosthetic valve. No other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the term structural valve deterioration refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Of note, this patient also has another related event. Please reference the MDR submitted under device serial #(B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.